Event description:
It was reported that a versacross connect access solution kit was selected for use during a left atrial appendage closure (laac) watchman procedure. During the procedure, it was noted that after transseptal puncture was performed, the versacross rf wire was found to be stripped towards the distal end as it was removed from the patient's body. Its coating was noted to be intact, but peeling back. The physician felt as if the rf wire was getting caught while retracting, requiring them to pull it with excessive force. The rf wire was inserted through the versacross connect dilator. The patient did not have any mechanical hardware. No patient complications reported. The procedure was completed successfully. Product is expected to return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.